Manufacturer narrative:
During the procedure a cordis 6f avanti sheath was used. The product is not available for evaluation and testing. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Complaint conclusion: information received from an account indicated that a patient experienced a retro-peritoneal bleed after an exoseal vascular closure device was used. The patient suffered a moderate retroperitoneal bleed, losing 3.5 units of blood that required emergency vascular surgery to stop the bleed. The patient did not require a blood transfusion. The physician is convinced that the puncture was good and advised that there was a pseudo aneurysm present in the right cfa. This is the likely the cause of the bleed. However, as the 6f exoseal was used to close the cfa, the involvement of the device must be considered as a cause/contributor of the bleed. A 6f avanti sheath was used during the procedure. Prior to the procedure there was no pre-existing hematoma before the insertion of the exoseal vcd. The angle of access was between 30 and 45 degrees. The product did not show any visible signs of damage. There was no resistance/friction experienced as the vcd was advanced through the sheath. The sheath locked properly against the cowling and an audible "click" was heard. Adequate bleed-back signal was also observed. Proper indication was observed in the indicator window. The plug deployment button fully depressed and was deployed. Hemostasis was achieved successfully with the vcd. The vcd was then removed with the sheath as a single unit. The product was not returned for analysis. The sterile lot number for the avanti sheath is unknown, therefore, a device history report review could not be performed. Retroperitoneal bleeds are a known procedural complication associated with gaining vascular access and closing the arteriotomy for percutaneous interventions. This type of complication is associated with practitioner technique; the number of sticks needed to gain access, and is more prevalent in obese patients. The use of anticoagulation during and after the procedure may also contribute to this type of event. Other risk factors associated with this complication include patients; with small caliber arteries, and a high femoral artery stick. The IFU for the vcd states that the safety and effectiveness of the exoseal has not been established in patients with evidence of a pre-existing hematoma, arteriovenous fistula or pseudoaneurysm at the access site prior to the start of femoral artery closure procedure. Review of the information provided suggests that procedural factors may have contributed to the reported event. There is no indication of a design or manufacturing related issue therefore no action is required.

Event description:
The patient suffered a moderate retroperitoneal bleed. The patient lost 3.5 units of blood and was given emergency vascular surgery to stop the bleed. The patient did not require a transfusion. The physician is convinced that the puncture was good and advised that there was a pseudo aneurysm present in the right cfa. This is the likely the cause of the bleed. However, as the 6f exoseal was used to close the cfa, the involvement of the device must be considered as a cause/contributor of the bleed. A 6f avanti sheath was used during the procedure. Prior to the procedure, there was no pre-existing hematoma prior to insertion of the exoseal vcd. The angle of access between 30 and 45 degrees. The product did not show any visible signs of damage. There was no resistance/friction experienced as the vcd was advanced through the sheath. The sheath locked properly against the cowling and an audible "click" was heard. Adequate bleed-back signal was also observed. Proper indication was observed in the indicator window. The plug deployment button fully depressed and was deployed. Hemostasis was achieved successfully with the vcd. The vcd was then removed with the sheath as a single unit.